Event description:
Patient, sustained partial thickness burn injuries to left arm in 2000. Pt was admitted to the institution burn center on the same day, at which time the wounds were debrided and treated with sulfamylon solution. Next day, after meeting all entry criteria, the pt was enrolled in the clinical study. Transcyte and biobrane were then placed over the wounds according to the protocol and randomization scheme. Both wounds appeared to be progressing until 2 days later, when small amounts of purulence and increased swelling were noted under transcyte. Culture of that wound revealed staph aureus and enterobacter cloacae. Three days later, the biobrane-treated wound revealed staph aureus and pseudomonas. Both wounds were treated with polysporin powder, topically and with kefzol and vancomycin systemically. Transcyte and biobrane were both fully removed by next day. The wounds were then treated with collagenase. Three days later, both wounds were autografted. The case report form reports that the wounds were grafted "due to depth." The infections were considered resolved on that day. Comment by dr.: medical opinion is that the relationship of transcyte to the infection is "none." The most compelling factor is that the infection also occurred under the control (biobrane), indicating that the infection was present in the wound bed prior to use of the product.